Manufacturer narrative:
The device had the cannula assembly fully deployed. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 2896 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod between 24 and 36 hours, the patient noticed the pod leaking insulin. After removal, it was reported that the pink slide did not move forward, indicating a needle mechanism failure occurred.